Event description:
Patient allegedly received an implant on (B)(6) 2009 via the right common femoral vein due to deep vein thrombosis (dvt), followed by a successful removal on (B)(6) 2019. Patient is alleging ivc filter occlusion and ivc stenosis. The patient further alleges "prior to the removal of the cook celect ivc filter, the plaintiff suffered mobility issues, abdominal pain, leg pain, poor circulation, and leg swelling. The plaintiff also suffered 4 1/2 hours of pain during the complex and lengthy procedure to remove the chronic indwelling clotted cook celect ivc filter from the plaintiff's vena cava. The plaintiff continues to suffer poor circulation and leg swelling" and "prior to the removal of the cook ivc filter, the plaintiff was unable to interact with his grandchildren because of mobility issues abdominal pain leg pain, poor circulation and leg swelling," as well as post-implant dvt. Report from CT (computed tomography): "there is a vena cava filter. The superior aspect of the filter it is just below the level of the right renal vein. It is unchanged in position from the 2015 study. There is no tilting of the filter. The vena cava at the level of the filter is quite narrowed approximately 9-10 mm. The cava above this level is in excess of 24 mm in diameter. There is some motion artifact which obscures detail of the struts themselves. They appear to be intact. They do not extend significantly beyond the wall of the vena cava. There are large collateral vessels in the subcutaneous fat over the anterior abdomen." Report from CT: "evaluation of the pelvic venous structures demonstrated chronic occlusion of the ivc below the filter, extending into common iliac veins bilaterally. There is a long linear hyperdensity at the posterior aspect of the infrarenal ivc, extending to the left proximal common illac vein, likely represent calcifications secondary to the occlusion of the underlying vessel. A retrievable ivc (cook celect) is in place at the level of l3 without fracture." Retrieval report (successful): "right internal jugular vein access was done in a similar fashion, venogram was obtained from the right internal jugular of the ivc. This shows chronic indwelling ivc filter with chronic occlusion. Catheter selection was done in the left renal vein marking off the anatomy and showing patency of the left renal vein on top of the ivc filter." "The ivc filter was still indwelling and required removal, I was unable to remove via the routine fashion based on the adherence of the ivc filter after snaring the hook. The hook actually straightened out and was no longer accessible for removal." "Bronchoscopic forceps were obtained under fluoroscopic guidance, carefully engaged the tip of the filter and carefully removed it through the 16-french sheath with all parts accounted for. Venogram shows patency and no rupture and/or leakage." "I was hitting some chronic thrombus with this wallstent deployment.."

Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava perforation/embedment, vena cava stenosis/occlusion/thrombus/deep vein thrombus, complex removal, pain, mobility issues, poor circulation, leg swelling. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported pain, mobility issues, poor circulation, leg swelling are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2009. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided."